Event description:
Hcp reported pt presented in 2003 with signs of infection at the generator site. These include drainage and increased temperature of 101'f. Cultures were obtained. Date unknown. The pt was treated with antibiotics. System was explanted the following month but not returned to the MFR for analysis.